Event description:
A distributor reported that a pump displayed an incorrect insulin level. There was no reported impact to the customer's blood glucose level. As the pump was no longer under warranty, it would not be returned by the customer, and no additional information was available regarding the outcome of the event.